Event description:
The doctor reported that during a phacoemulsification procedure a capsular tear occurred in the patient's operative eye requiring a vitrectomy. The irrigation line had come out of the balanced salt solution (bss) bottle thus interrupting the irrigation to the capsule and causing shallowing of the chamber. The case was completed after preparing a new bottle of bss and a new tubing pack.

Manufacturer narrative:
(B)(6). The amo field service engineer inspected the system at the customer location and verified surgeon settings. No errors were present in the error log which related to the reported event and the system passed all fluidics checks. The customer's handpieces were checked and no issues were found with their operation. The system met the specification for the device. While on site field service completed the preventive maintenance. The system was used for the remainder of the cases and there was no recurrence of the issue. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The patient had 25% of the lens remaining after the phacoemulsification and was referred to a vitreo retinal specialist for removal. The patient was then implanted with an anterior chamber lens. Placeholder.

Manufacturer narrative:
The tubing pack involved in the event was sent for investigation to the manufacturing site. The product, opo71 lot number cm00807, met the acceptance criteria. No assembly error or broken components were observed that could lead to the reported event. Placeholder.